Event description:
It was reported that the infusion did not complete at the programmed time. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182) additional information : imdrf annex a, g codes and manufacturer narrative. The root cause for the reported issue of an under infusion was not determined. No further investigation of this event is possible at this time, and no patient harm was reported. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the infusion did not complete at the programmed time. There was patient involvement but no patient harm.